Manufacturer narrative:
(B)(4). Corrected (catalog and lot numbers) updated (UDI). Examination of the returned instrument confirmed the complaint; a small portion of the material around one of the ards broke off and missing. The root cause is attributed to misuse. A two-year search of the complaint database found no additional reports for chips or material missing for this product code. The date code (B)(4) indicates the instrument was manufactured in may of 2010. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The trial liner has a chip in it.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.